Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. There were some slight signs of activation. The device was connected to a test handpiece and test generator. All proper defaults were displayed on the screen. Using a test footpedal the device was activated in saline in cut and coag modes 5 times each for a duration of 5 seconds each test. The device was functioning as intended with no signs of sparking. The root cause can be attributed to the surgeon activating the device in air rather than in solution. The device is not intended for use outside of the patient with saline solution present. It was unknown which of the 2 lot numbers provided was the correct one, therefore a DHR review was done for each. In both cases, review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for these device lots released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Two (2) separate lot numbers were provided by the customer as they were not sure which lot number belonged to this device.

Event description:
The affiliate reported via email that an electrical failure on the device in question was noted during rotator cuff repair surgery on (B)(6) 2017. The surgeon took the probe in question out from the patient¿s body, and tapped the foot switch, then, there were smoke and sparks scattered. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on (B)(6) 2017. The issue was detected during surgery. No information is available on the failure. There was no resulting surgical delay. No information is available if the procedure was completed. No fragments fell into the patient. No patient impact.